Manufacturer narrative:
(B)(4).

Event description:
Procedure: vascular. According to the reporter: during the case, the two devices cut the mammary artery instead of clipping it. The artery was repaired.